Manufacturer narrative:
Health effect: f2203; imaging required. "Visual analysis of the photographs identified: rupture : observed opening on the device. Additional observation: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided." A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left-side rupture diagnosed with. Device has been explanted and replaced with a non- allergan device.